Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not aligned with the touch screen. The user requested that technical services take them through the calibration process. If the situation is unable to be completely resolved the programmer is to be returned for service. The programmer has not been returned for service. No patient complications have been reported as a result of this event.